Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flogard IV solution administration set had black debris within the line and drip chamber before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.